Event description:
Increasing rv threshold since implant. No obvious lead dislodgement on x-ray or at lead replacement procedure. Lead was holding well in position. Threshold rose from implant up to 3.8v at 0.4 ms as of (B)(6) 2021. Lead removed. Solia s 60 replacement with good measurements at implant.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed cuts into the insulation (24 cm distal to the is-1 connector pin), which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high threshold. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.